Manufacturer narrative:
H10: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. During visual inspection of the video, it was observed that the replacement post pump line was leaking near the y connector due to a line perforation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the damage to the line was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the ¿pipeline damage¿ of a prismaflex st100 set before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.